Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as:2134265-2017-09487. It was reported the stent delivery system (sds) became entrapped on the guidewire. A 7 x 150 x 130 innova¿ stent and 0.035" magic torque¿ guidewire were selected for a procedure in the superficial femoral artery (sfa). The stent properly deployed. During withdrawal from the patient, the guidewire was kinked in the middle. When the sds was attempted to be removed from the patient, the device became stuck on the guidewire at the kink. The sds and wire were both removed from the patient as a whole due to the kink. A new magic torque wire was placed into the patient and a balloon was used to post dilatate to complete the procedure. There were no patient complications, and everything was fine.